Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. G2: literature - it was reported from a journal article that a patient received a total ankle arthroplasty on (B)(6) 2018. Subsequently, the patient underwent operative treatment related to taa but not involving taa components (e.g., osteotomy, fusion of other joint[s] of the foot, ligament repair or reconstruction). The reoperation occurred on (B)(6) 2023 due to achilles contracture. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a journal article was obtained on nov 20, 2025 that reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) between the date range of approximately thirteen (13) to seven (7) years ago. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. It was reported through a journal article that the patient underwent an initial total ankle arthroplasty. Subsequently, the patient underwent operative treatment related to the total ankle arthroplasty but not involving the arthroplasty components due to achilles contracture approximately 5 years and 1 month post-implantation. Attempts have been made and no further information has been provided.